Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported that the pt required a revision surgery. It was reported that the surgeon noticed significant poly-wear as well as a large cyst in the acetabulum. It was reported that the original surgery had been completed in 2006 with a 50 trident and 28e standard poly liner.